Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. It was possible that the event was caused by the following stress applied to the insertion section. Physical stress such as scratching and hitting at the insertion section. Chemical stress due to reprocessing outside of IFU (reprocessing manual) recommendations. Stress due to poor storage conditions (direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc.). The event can be detected/prevented by following the applicable chapters in the instructions for use which state: 3.2 preparation and inspection of the endoscope. 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited connecting tube coating peeled off (1mmsq or more). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.